Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their left side still has a gap and needs more work for the alignment. The left canine tooth still needs alignment as well. Their bite feels weird. They also reported tooth discoloration that has started. Requested bite video, advised to see dentist in office for the tooth discoloration and provided information on bite feeling off.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.